Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation reported as rupture. Device evaluation: the device related to the reported event of rupture, pain, crease/folding of implant, other-medical-ndr and capsular contracture was received on june 11, 2019 with lot number 1744436. Visual analysis of the returned device identified: crease flat, broken shell, device appearance (observed 40 mm dark patch edge material inside gel device), missing piece of the shell and underweight. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact broken and smooth opening in the radius side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks due to surgical impact. Non-penetrating nicks. A smooth opening on posterior side. 4.) Missing piece of the shell due to inconclusive. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade ii. Device has been explanted.